Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment. Device evaluation the bib intragastric balloon was returned for analysis. The bib intragastric balloon returned with the fill tube attached to the balloon valve. Additionally, the sheath was observed broken. The reported event was not confirmed. It was reported that "as balloon was inserted into patient the catheter disconnected from the balloon prior to inflation", however, the balloon returned with the fill tube attached to the valve and during analysis did not detach from the balloon. All compiled information on this investigation determines that the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was used during a balloon implant procedure on (B)(6) 2024. During the procedure, when the balloon was inserted into patient, the catheter disconnected from the balloon prior to inflation. The catheter was removed safely then forceps were used to removed uninflated balloon safely. The procedure was rescheduled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was used during a balloon implant procedure on (B)(6) 2024. During the procedure, when the balloon was inserted into patient, the catheter disconnected from the balloon prior to inflation. The catheter was removed safely then forceps were used to removed uninflated balloon safely. The procedure was rescheduled. There were no patient complications reported as a result of this event.